Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the implantable cardiac monitor (icm) could not be interrogated and had no telemetry.  It was further reported that the icm showed an electrical reset alert. The icm remains in use. No patient complications have been reported as a result of this event.